Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reports that he tips of the syringes are breaking off. The customer stated that a home user reported tha the tip broke off when being used with a pic line causing air to get into the PICC line which caused an infection.

Manufacturer narrative:
There were multiple attempts to retrieve additional information. To date no information has been received. If additional pertinent information is provided, the report will be updated.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. The actual sample involved in the complaint event was received for evaluation. The manufacturing plant received one unpackaged syringe sample with this customer report. The sample provided referenced the previous report from this customer. A complete investigation was performed. Visual inspection was conducted to the quality inspection. The luer tip was broken off of the syringe barrel at the barrel shoulder. The luer skirt was cracked and a portion of the skirt was broken off. The crack in the luer skirt did extend through the molded thread on the interior surface of the luer skirt. The crack extended to within approximately 0.060" of the barrel shoulder. The crack then propagated around the arc of the luer skirt on both sides of the primary vertical crack covering approximately 120 degrees. Magnified inspection of the fracture surface of the luer tip indicated the fracture started at approximately 180 from the fracture observed in the luer skirt. Evaluation of the syringe assembly for the force applied to the luer tip and luer skirt to cause the observed damage could not be conducted due to the condition of the syringe assembly. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The damage observed indicates a side force was exerted against the connecting component threaded into the luer tip/skirt resulting in fracture of the plastic. The crack propagated around the luer skirt approximately 0.060 above the barrel shoulder indicates the threading feature of the connecting component was seated against the barrel shoulder on the luer and the connecting component was pushed through the luer skirt breaking the luer tip at the same time. The following control mechanisms are in place to prevent the occurrence and acceptance of components which break in use during the assembly an

Manufacturer narrative:
The investigation was sent via emdr on 11/17/2014 however a portion of the investigation did not populate. The full investigation summary is being re-sent. A device history record review could not be performed because a lot number could not be provided by the customer. The actual sample involved in the complaint event was received for evaluation. The manufacturing plant received one unpackaged syringe sample with this customer report. The sample provided referenced the previous report from this customer. A complete investigation was performed. Visual inspection was conducted to the quality inspection. The luer tip was broken off of the syringe barrel at the barrel shoulder. The luer skirt was cracked and a portion of the skirt was broken off. The crack in the luer skirt did extend through the molded thread on the interior surface of the luer skirt. The crack extended to within approximately 0.060" of the barrel shoulder. The crack then propagated around the arc of the luer skirt on both sides of the primary vertical crack covering approximately 120 degrees. Magnified inspection of the fracture surface of the luer tip indicated the fracture started at approximately 180 from the fracture observed in the luer skirt. Evaluation of the syringe assembly for the force applied to the luer tip and luer skirt to cause the observed damage could not be conducted due to the condition of the syringe assembly. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The damage observed indicates a side force was exerted against the connecting component threaded into the luer tip/skirt resulting in fracture of the plastic.

Event description:
The crack propagated around the luer skirt approximately 0.060 above the barrel shoulder indicates the threading feature of the connecting component was seated against the barrel shoulder on the luer and the connecting component was pushed through the luer skirt breaking the luer tip at the same time. The following control mechanisms are in place to prevent the occurrence and acceptance of components which break in use during the assembly and packaging processes: covidien maintains a material qualification process. The material qualification process requires verification of the stability and performance of the medical device and its components to iso standards. The manufacturing plant maintains material verification processes. The resin must pass an inspection and certification review before release to the manufacturing floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. This complaint will be recorded for tracking and trending purposes.